Event description:
It was reported that the threaded portion of the shaft broke off while in patient. Trial was removed using a kocher. A surgical delay of approximately 1 minute was reported. Surgery was completed successfully. No adverse consequences reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: upon visual inspection, the tip of the inserter was found to be fractured off. No relevant manufacturing issues were identified for the reported lot. The instrument IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. This device was almost 9 years old at the time of the reported event. Conclusion: the plausible root cause of the event determined to be the age of the device- "normal wear based on age and extensive use of the device".

Event description:
It was reported that the threaded portion of the shaft broke off while in patient. Trial was removed using a kocher. A surgical delay of approximately 1 minute was reported. Surgery was completed successfully. No adverse consequences reported.